Manufacturer narrative:
Approximately, 86 cm of the catheter was returned. The returned catheter met the requirements for patency and leak testing. The returned catheter was found to have fit the valve appropriately. The connection was not found to be loose. Therefore the condition of the complaint could not be duplicated by laboratory personnel. It is unknown what caused the reported event. A review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that during the procedure, the physician considered that the connection between the peritoneal catheter and the valve was loose. According to the report, the doctor used another device to complete the surgery. Reportedly, there was no injury to the patient.